Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Event description:
It was also reported the device exhibited oversensing at the time of a right ventricular (rv) lead revision. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2006; 419488 lead implanted: (B)(6) 2006. (B)(4).